Event description:
A doctor reported to baxter (B)(4) that during therapy after 4 hours, the arterial tubing system leaked. The leak was located at the junction between the thicker tubing part, leading to pump segment, and the thinner tubing part leading to arterial line. The treatment was interrupted as well. Patient lost about 60 ml of blood. Patient was involved but no patient harm was reported.

Manufacturer narrative:
(B)(4). The supplier informs us that they analyzed the received sample the result confirms that the product is in compliance with the specification the unused samples tested with different protocol that include a test with the line connected to the machine not following the drawing on the machine panel, demonstrate that it is possible to reproduce the leakage as reported by the hospital. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.